Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-02554 and 2134265-2017-02555. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, the opticross¿ imaging catheter was used in conjunction with a motor drive unit 5 plus (mdu5+) and a sled. After they checked the opticross¿ imaging catheter to ensure proper intravascular ultrasound (ivus) image is clear and good to go. The opticross¿ imaging catheter was unable to pullback automatically. They tried to reconnect it to the mdu5+ but the issue persisted. The procedure was completed with a new opticross¿. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-02554 and 2134265-2017-02555. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, the opticross¿ imaging catheter was used in conjunction with a motor drive unit 5 plus (mdu5+) and a sled. After they checked the opticross¿ imaging catheter to ensure proper intravascular ultrasound (ivus) image is clear and good to go. The opticross¿ imaging catheter was unable to pullback automatically. They tried to reconnect it to the mdu5+ but the issue persisted. The procedure was completed with a new opticross¿. No patient complications reported and the patient's condition is stable.